Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the patient monitor presented with ¿speaker not functioning¿, unable to hear sound¿. There was no patient involvement.